Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2016 a mitroflow dla19 aortic heart valve prosthesis was implanted. The manufacturer was notified of an implant of a perceval pvs21 at the same location on (B)(6) 2018. No further information was received.

Manufacturer narrative:
Additional information received june 22, 2018. Included in section. The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla19, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla19 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2016 a mitroflow dla19 aortic heart valve prosthesis was implanted. The manufacturer was notified of an implant of a perceval pvs21 at the same location on (B)(6) 2018. The mitroflow device was explanted due to calcification which caused improper functionality. There was a large amount of pannus that had developed on the valve as well as sterile vegetations. The patient has since been discharged and is doing okay per a 6 week follow-up. The device was sent for analysis and is not available for return.

Manufacturer narrative:
The manufacturer has reviewed the performed investigations and the information received from the site. The device is not available for return and based on the current information the root cause of the reported adverse event is valve malfunction as a result of calcification. Calcification leading to structural valve deterioration is a known inherent risk of procedure when implanting biological valve heart valves, however, because the manufacturer does not have any information regarding the patients medical history, risk factors that may have lead to this event cannot be determined. The device history record review confirmed the valve met all required standards at the time of manufacturing and release and at this time no factors intrinsic to the device in question that could have lead to the reported calcification can be identified. At this time no further investigations are possible. If further information regarding the event is received the manufacturer will reassess the investigation.